Event description:
Caller states the patient has flowonix pump and the personal therapy manager got wet and will not work. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).